Event description:
The pump was returned to animas for multiple loss of prime warnings. Evalution revealed an out of calibration force sensor, a damaged force sensor assembly, and contamination in the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing the load step was unable to detect the cartridge. A force sensor calibration test was run and the force sensor was found to be out of calibration. The pump was opened and the force sensor assembly was found to be physically damage and contamination was found in the force sensor assembly. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the display screen was found to be dim. (B)(4).